Manufacturer narrative:
Medtronic if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experience dyspnea and the implantable pulse generator (ipg) exhibited below rate setting. The ipg remain in use. No further patient complications have been reported as a result of this event.